Event description:
According to the available information the device is packed so that the stylet is already inside the product. The stylet should not come out from the opening of the tip. If this product was used it might have harmed the pediatric patient.